Event description:
Voluntary medwatch report received reported that the lead was explanted and replaced due to twiddlers syndrome. No additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5157065.